Event description:
It was reported that following left ventricular assist device (lvad), the patient's flow was 3.5 lpm and their speed was 4700 rpm. Suddenly, the patient's hemodynamics crashed, and they had a mean arterial pressure (map) of 2 and a central venous pressure (cvp) or 2. Their heart rate was very low. At that point the patient had been off bypass, but bypass was reinitiated. The patient was given fluids, but it was noted that it mostly sat on the right side of the heart. The patient's hemodynamics were able to be slightly shifted back to where they should be. The lvad was working as expected at that time. The chest was about to be closed but the patient's hemodynamics again started to fall rapidly. Blood products and medication were given but nothing seemed to work. The doctor decided to implant a right ventricular assist device (rvad). The patient was on rvad support for a few minutes, but no blood pressure or pump flow were improved. Their pupils were fixed and dilated. The doctor made the call that the patient passed away.

Manufacturer narrative:
E1: reporter address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The account reported that (B)(6) was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure and death. No further information was provided. The manufacturer is closing the file on this event.